Event description:
The event is reported as: the customer alleges that they received a lma unique, size 3 (cat#125030) that was mislabeled on the packaging as a lma unique, size 4 (cat #125040). The alleged issue was detected during inspection. No report of a patient injury or involvement.

Manufacturer narrative:
Device available for evaluation. It is unknown if the device sample is available for evaluation.